Event description:
Information received by medtronic indicated that insulin pump had a software error detected pump error alarm. Customer reported that they were able to clear the alarm. Customer reported that they did not receive request to rewind pump. Fill cannula was recoded in daily history. Customer performed the self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.